Event description:
It was reported that this right atrial (ra) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited noise and oversensing. A signal artifact monitor (sam) episode was triggered as a result, and disabled the minute ventilation (mv) feature. One day later, a high out of range ra pacing impedance measurement greater than 2,000 ohms was recorded, and resulted in activation of the lead safety switch (lss) feature. Subsequent pacing impedance measurements were noted to be stable and within normal limits. Additionally, an atrial tachy response (atr) episode was observed that contained oversensing of noise on the ra channel. It was reported that the patient appeared to be in chronic atrial fibrillation (af). Technical services (ts) discussed the potential of a lead issue and discussed potential programming options based on the af. The clinic was considering reprogramming the device to vvir. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited noise and oversensing. A signal artifact monitor (sam) episode was triggered as a result, and disabled the minute ventilation (mv) feature. One day later, a high out of range ra pacing impedance measurement greater than 2,000 ohms was recorded, and resulted in activation of the lead safety switch (lss) feature. Subsequent pacing impedance measurements were noted to be stable and within normal limits. Additionally, an atrial tachy response (atr) episode was observed that contained oversensing of noise on the ra channel. It was reported that the patient appeared to be in chronic atrial fibrillation (af). Technical services (ts) discussed the potential of a lead issue and discussed potential programming options based on the af. The clinic was considering reprogramming the device to vvir. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the root cause of the out of range impedance measurements has not been determined. The clinic plans to schedule the patient for follow-up, however, this has not been scheduled at this time.